Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was confirmed via analysis of the submitted log files. The controller event log file captured atypical low power advisory alarms and power cable disconnect alarms associated the white power cable throughout (B)(6) 2025 and once on (B)(6) 2025. These alarms activated due to the relative state of charge (rsoc) signal of the white power cable fluctuating below the alarm threshold while the controller was connected to 14v battery power. The captured alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log files. The patient reported ¿connect power¿ beeps when connected to batteries but not when connected to the mobile power unit. After the log files were downloaded, the controller was reportedly exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect, and low power advisory alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. Section 10 of the IFU and patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4 - patient weight not provided by customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient reported ¿connect power¿ beeps occurring when connected to batteries but not when connected to the mobile power unit (mpu). No damage was noted to the driveline. A system controller exchange was completed after the retrieval of the log files. The event log file contained unusual power cable disconnect alarms when the patient was utilizing battery power. These alarms appeared to be a result of relative state of charge (battery data) invalid flags. Technical services stated that these types of alarms were typically caused by a poor connection between the batteries and battery clips.